Event description:
It was reported that the 9800 system had an error message displayed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The system was tested, and found to working as intended, and put back into svc.